Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and nno abnormalities were found. A review of the repair history indicated the scope was last serviced via repair on (B)(6) 2021 due to bent pins inside the video connector socket. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on similar reported events, the potential cause(s) of the reported no image output (terminal inside the video connector socket is bent) can be attributed to the following: when the video connector was inserted to the video connector socket of otv-s190, the chipped part of the tip of the video connector was caught by the terminal inside the video connector socket of otv-s190. While the inserted video connector was caught, another video connector was inserted. This further pushed the terminal inside the video connector socket of otv-s190 and made the terminal buckle. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states the following: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connector of the videoscope are not damaged. Never apply excessive force to connectors. This could damage the connectors. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
As part of our investigation, the service center followed up with the customer regarding the reported event and was informed that the third party vendor only inspected the unit, no servicing was provided. The unit has never undergone third party repair. The unit was returned to service center for evaluation. The customer complaint of ¿no image and black screen when plugged in. The people we had look at it believe it has bent pins¿ was confirmed. A bent pin was found inside the video connector causing no image with the test ltf-vh scope. The unit was equipped with a new main switch and current software version 3.10. The exact cause of the reportable event cannot be determined at this time; however, user handling cannot be ruled out as a contributory factor. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the user reported a black screen and no image when plugged in. It is unknown if the intended procedure was completed. There was no patient injury reported. In addition, the customer reported that the a third party vendor checked the unit and believed there was a bent pin.